Manufacturer narrative:
Concomitant medical products: dtpa2qq crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device pocket erosion occurred. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.